Manufacturer narrative:
The device was received by depuy synthes power tools. This device was evaluated. The condition was confirmed. The crani-a 6.5 cm adult craniotome attachment has a damaged/broken protective foot on the tip. The protective foot has been drilled into to such extent that the protective foot is broken off. This is indicative of misloading / misassembly of the cutter to the attachment and motor at the customer site. (B)(4).

Event description:
A report from the USA revealed that the device had a bent neuro-tip. It is known that the device was not used in surgery. It is unknown if there were any patient or user injuries. There was no additional information provided.